Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-apr-2024. The device evaluation was completed on 25-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's refence number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that after the qdot micro catheter was reinserted into the body and the right atrium, the force would flash high on the carto 3 system when they came on ablation. The force would go grey and jump around from 170 to 90 grams of force until they came off ablation the force would go blue and become stable. The catheter was pulled out of the body, there was red inside the spring mechanism behind the electrode which was blood. They replaced the catheter with a smarttouch sf catheter and no issues were reported. Ngen system was in use. Additional information was received. The pebax did not seem damaged, just red tinged inside and no amount of wiping affected the coloring. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-apr-2024, there was reddish material and a hole in the surface of the pebax observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 25-apr-2024 and have assessed this returned condition as reportable.